Event description:
A nurse reported that she experienced the following symptoms: hand and body sores, hand dermatitis, total-body itching, hives, wheezing, runny eyes and nose, shortness of breath and asthma-like symptoms. She stated that these symptoms were due to her exposure to latex gloves made by several different glove mfrs.